Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts were replaced. No parts have been returned tot he manufacturer for evaluation. No parts were replaced or returned for evaluation.

Event description:
A medtronic representative reported that outside of a case, the imaging system switches into stand alone mode. There was no patient present when this issue was identified. No additional information is available.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the application software was reloaded onto the viewing station of the imaging system and that the patient database was reset. The imaging system then passed the system checkout and was found to be fully functional.